Event description:
Received a letter alleging customer tipped over on driveway.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued should more information or the device become available for evaluation.

Event description:
Received a letter alleging customer tipped over on driveway.

Manufacturer narrative:
The device was returned and evaluated at pride. The alleged complaint could not be duplicated. The nature of the complaint is unknown.